Event description:
Related to MFR report # 2183959-2012-02004. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, an elevate prolapse repair system was implanted in the plaintiff to treat her pelvic organ prolapse. It was also reported by the plaintiff's attorney that the plaintiff developed stress urinary incontinence after the (B)(6) 2010 surgery. The plaintiff's attorney further alleges that on or about (B)(6) 2010 and (B)(6) 2012, the plaintiff underwent numerous surgeries in an effort to remove the defective mesh. The plaintiff's attorney has alleged that, as a result of the implant, the plaintiff "developed significant injury, including but not limited to, one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion." It was also alleged that the plaintiff "suffered and will continue to suffer, pain, disability" and "impairment."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.